Manufacturer narrative:
Device evaluation: d9 date returned to manufacturer? June 11, 2021. H3:device evaluated by manufacturer? "Yes". H6: investigation codes: 10, 3331, 4109, 4110. H6: investigation findings: 213. H6: investigation conclusions: 22, 67. Device evaluation: the device was returned within its original packaging confirming the reported lot number. A visual inspection of the returned device did not reveal any damage to the components and all parts were assembled correctly. Suction test was performed, and all results were found within specifications. The reported event cannot be confirmed. Manufacturing record review: per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: b1 report type: product problem was added d1, d2, d3: brand name: as noted in initial report: ifs advanced femtosec laser has now been updated to read as fs disposable interface powered laser surgical instrument, gex d4: additional device information: in the initial report, it was noted as: model #j20007d, serial #(B)(6), UDI number(B)(4). The correct device information is: model #590106an, lot number 60241639, expiration date may 13, 2022, UDI number (B)(4). D9: device availability: it was noted in the initial report that the device was available for evaluation. This has been updated to ¿no information¿. D10 concomitant medical products: in the initial report, patient interface lot: 60241639 has been updated to read as femto laser s/n (B)(6). G4: premarket identification: in the initial report it was PMA/510(k) number k141852 and has been updated to read as k060372 h2, h3 follow-up, device evaluation: in the initial report it was reported as ¿yes¿ device evaluated. This information has been updated to ¿no¿ device not returned. H4 device manufacture date in initial reported was reported as oct 17, 2012. The correct manufacturing date is may 13, 2020. H5 labeled for single use: in the initial report it was reported as "no". This has been updated to "yes". H6 health effect - clinical code 4581 flap cut issues : as noted in the initial report for flap cut issues, has now been updated to flap issues - difficult lift per additional information received. Additional information: b5 describe event or problem: upon further follow up with the account, it was clarified that suction loss occurred after the laser was fired. The surgeon could not lift the flap. No flap was created. Photorefractive keratectomy (prk) was performed 3 months later. H3-81: the patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. H6 health effect - clinical code added 4581 for flap issues - difficult lift. H6 medical device problem code: added 1146 - decrease in suction. H6 type of investigation 4114 - device not returned h6 investigation findings 3221 - no findings available h6 investigation conclusions 22 - known inherent risk of device h8 usage of device: in initial report, this was marked "reuse" and has been updated to read as "initial use of device" all pertinent information available to johnson & johnson surgical vision, inc has been submitted. H3 other text : device not returned.

Manufacturer narrative:
(B)(4). A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for femtosecond laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a patient had surgery on (B)(6) 2020 resulting in an incomplete flap in the patient¿s unknown eye. The procedure was aborted. The patient was rescheduled for photorefractive keratectomy (prk) which was completed successfully.